Event description:
It was reported that when on patient the arctic sun device was alarming that it was empty despite the bars showing that it was full. Representative came to troubleshoot, drained device and went to refill but it would not refill. Per follow up information received via mail on 27sep2024, it was reported that the arctic sun device came into a bd facility and the following actions were preformed, general maintenance performed, circulation pump replaced, manifold replaced. 45-hour burn-in test performed, sensor calibration performed, and est test performed. There was patient involvement, patient not affected, staff changed the device to another one. Per sample evaluation results on 03oct2024, found the circulation pump less efficiency.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. He reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when on patient the arctic sun device was alarming that it was empty despite the bars showing that it was full. Representative came to troubleshoot, drained device and went to refill but it would not refill. Per follow up information received via mail on 27sep2024, it was reported that the arctic sun device came into a bd facility and the following actions were preformed, general maintenance performed, circulation pump replaced, manifold replaced. 45-hour burn-in test performed, sensor calibration performed, and est test performed. There was patient involvement, patient not affected, staff changed the device to another one.